Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed sensor error and calibration error relative to different sensors. The customer's blood glucose reading was 47 mg/dl at the time of incident. Troubleshooting found that multiple sensors were not bent but the sensor customer is using today is bent. Troubleshooting explained why the calibration errors occurred and advised on proper insertion technique.